Manufacturer narrative:
Concomitant products: dtba1qq device, implanted: (B)(6) 2017, product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead exhibited dislodgement with no capture at maximum outputs. During the lv lead re vision procedure, the cardiac resynchronization therapy defibrillator (crt-d) pocket was opened and a pus pocket was observed with a possible infection. Yellow and some necrotic tissue was also noted in the pocket. The absorbable antibacterial envelope was removed and replaced, along with the lv lead. The crt-d remains in use and the patient received antibiotic treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.